Manufacturer narrative:
(B)(4). G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00084, 3007963827-2023-00107 and 0001822565-2023-01196.

Event description:
It was reported a patient underwent a left knee arthroplasty. At 3 months post op, the patient was pain free with 120 degrees flexion. Approximately 4 months post implantation, the patient presented with knee pain. The original reason for revision was for suspected infection, however, the surgeon mentioned the knee did not look infected when removing the prosthesis. The surgeon took 6 swabs, 3 on distal femur and 3 on proximal tibia. When removing the tibia, it was noted that the medial tm peg had snapped prior to attempts to remove. The bone ingrowth on the underside of tm tibia was small. The peg that was left in patient had bone ingrowth. It was noted that the medial tm peg is not perpendicular to the baseplate in x-rays. Additionally, metal debris seen in x-rays. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified sign of being in-vivo. One of the pegs from the tibial plate was fractured and it was removed from the patient. The removed peg shows sign of bone in growth. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the left knee arthroplasty. Radiolucency along the tibial implant as noted. No sign of peg fracture were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.